Event description:
Customer reported that the insulin pump drive support cap is crack. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted.